Event description:
On (B)(6) 2011, the pt was implanted with gore excluder aaa endoprosthesis for treatment of an abdominal aortic aneurysm. The trunk-ipsilateral leg component was advanced up the left femoral artery and implanted. The ipsilateral leg component was extended with a contralateral leg component. A coda balloon was used to dilate the distal neck of the device within the left common iliac artery. Upon completion of the ballooning, the pt's blood pressure was reduced and the pt was transfused. The pt began to experience abdominal pain and an angiogram was performed of the proximal superior mesenteric and celiac arteries, which showed good flow. A computed tomography (CT) was performed, and determined a distal rupture of the left common iliac artery. An add'l contralateral leg component was implanted to treat the rupture, extending coverage into the external iliac artery. The procedure was completed and the pt was transferred to the intensive care unit. The pt expired on (B)(6) 2011. The physician reported that the rupture of the left common iliac artery was caused by over inflation of the balloon used to angioplasty. The balloon was positioned slightly outside of the excluder device during inflation and directly dilated the host artery. The physician further stated that the rupture was located at the backside (posterior) side of the stent was difficult to see. The size of the coda balloon used for angioplasty was not known. The coda balloon is available in two sizes; 32 mm and 40 mm.

Manufacturer narrative:
A review of the mfg records for the device has been conducted. Results: a review of the mfg records for the device(s) verified that the lot(s) met all pre-release specs. The instructions for use (IFU) for the gore excluder aaa endoprosthesis states: adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (e.g. Ilio-femoral vessel bleeding, rupture, death). Additionally, the IFU specifies: advance and inflate the appropriate size pta balloon catheter to seat the iliac end of the endoprosthesis. Follow the MFR's recommended method for size selection, preparation and use of pta balloons. Carefully inflate the balloon to avoid complication. The recommended angioplasty balloon size for the contralateral leg component implanted is 14 mm.